Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2021, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that several medications were affected due to incorrect quantities being recorded. A technical support specialist (tss) resolved the issue with a full synchronization, and the customer verified multiple transactions across several medications on the station successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, several medications were affected due to incorrect quantities being recorded. However, there were no delay to patient care and adverse events or injuries reported based on this incident.